Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became micro-dislodged and exhibited undersensing and diminished p waves. The ra lead was repositioned and remains in use. It was also reported that the right ventricular (rv) lead became micro-dislodged and exhibited high thresholds and high impedance. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.